Event description:
It was reported that non-sustained oversensing was observed on the implantable cardioverter defibrillator (ICD). Upon review ventricular pace was not capturing. Programming recommendations were made. There were no patient consequences.